Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited low impedance. It was suspected that the lead had fractured. No intervention was performed. The patient was scheduled for lead replacement. No further information was available.

Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2019 successfully. The patient was in stable condition.